Event description:
As reported by the edwards lifesciences implant patient registry, a second 26mm sapien xt valve was implanted in an existing 26mm sapien xt valve 49 days post tavr.

Manufacturer narrative:
Evaluation: narrative text. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the reason for the deployment of a second valve cannot be determined. Multiple attempts to obtain additional details concerning placement of a second valve have been unsuccessful. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.